Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to replace a mobi-c implant with a stand-alone competitive device. A month after the initial two-level surgery, the patient presented with dysphagia, and x-rays revealed that the inferior endplate of the mobi-c at c4-c5 including the poly had migrated. The revision surgery was a success and there were no additional patient or surgical complications. Although the mobi-c at c5/c6 did not fail, it was also removed.